Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor did not have any signal. Customer did not know blood glucose level at the time of the incident. Customer removed the sensor and noticed the electrode was missing. Customer requested a replacement. The sensor is not returning for analysis.